Event description:
During a transfer of a resident from a bed to a bath chair using a patient lift, the lift tipped and a weld on the mast cracked and twisted. The lift tipped to the side and the resident fell to the floor and landed on their seat. The resident had some pain in their lower back and coccyx. Neuro checks were performed with no problems identified. The resident sustained a 0.4 cm cut on right forehead from contact with left. No other bruises or redness was noted. Lift was removed from service.

Manufacturer narrative:
Device was not evaluated by manufacturer. However, based on description of problem by facility, it is evident that lateral pressure was placed on the lift boom causing stress on the mast bracket. This is misuse of the equipment as indicated on the lift, in the operation manual and on our website. The lift boom is designed to operate vertically and not laterally or horizontal. This places pressure on the mast bracket and can cause the lift to become unstable and tip. The sales representative has contacted the facility to provide an inservice to the facility to retrain personnel. The facility is deciding whether or not to repair the lift at this time.